Event description:
The following additional information regarding the reported event was received: the issue occurred during a hemostatic procedure. The patient was not under general anesthesia. Although it was reported that the cap was removed from the patient¿s stomach with grasping forceps, the exact details are unknown. This issue caused a 10-minute procedural delay. The event did not result in injury to the patient¿s stomach or gastrointestinal tract. The cap was inspected for damage before mounting to the device; however, it is unknown if there was any damage to the cap after installation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: inspection was performed using the device in the same lot as the complaint device. However, the reported phenomenon could not be replicated. Therefore, the reported issue could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, abnormalities that could lead to the reported event were not detected. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use vaseline (or any iubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to iubricate the instrument. Doing so could cause equipment damage or cause the instrument to fall off of the endoscope inside the patient.¿ ¿be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿ ¿if you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section.¿ this supplemental report includes information added to b5, d9, g2, and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, there were issues with two caps. During preparation for use, when the packaging was opened, the first cap was found torn. This event was captured in (B)(4) and not reportable. Another package was opened and the procedure proceeded. The second cap fell off inside of the patient into the stomach. This event is captured in (B)(4). It was retrieved and inspected for damages and determine to be torn also. The procedure was completed successfully with a third cap. No harm to patient. This event includes 2 reports: (B)(4): d-201-11804, lot 23k. (B)(4): gif-q260j, 2303518 or 2500111. This is event 1 of 2 for (B)(4): d-201-11804, lot 23k.